Event description:
Company representative reported via email that she spoke to the customer and he stated that he experienced low blood glucose in the 40 mg/dl range. Customer stated that issue was resolved by adjusting the basal rate settings. Customer declined transfer for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.